Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument fired successfully. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No failure logs observed. There was no physical damage on the instrument observed during testing that would have caused the failure. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The sureform 60 stapler was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler instrument fired one reload successfully. When firing a second reload, the movement of the sureform 60 stapler instrument was opposite to the surgeon side console (ssc) controls. No fragment fell into patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.